Event description:
It was reported to philips that there was an issue with the system's collimator, which could impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the event. The procedure was completed after performing a warm restart. A field service engineer (fse) inspected the system on-site. The fse analyzed the log file and confirmed one occurrence of a collimator-related issue during the month of may, which was resolved by restarting the system, with no further errors afterward. The fse checked the functioning of the collimator and did not identify any issues. The collimator errors could not be reproduced; therefore, a root cause could not be determined. The system was returned to use in good working order and is ready for clinical use. To date, there has been no recurrence of this issue reported by the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information was received that identified that the issue was resolved by restarting the system. If a loss of imaging occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of imaging may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of imaging function is restored with one warm or cold restart and the procedure is completed, it is unlikely that the issue would result in a death or serious injury. Philips has therefore concluded that this event is not reportable. The codes were updated based on the investigation outcome.